Event description:
It was reported that the device was explanted in 2007, after an implant duration of zero months, due to unk reasons. No further details were provided. Info learned from implant pt registry.

Manufacturer narrative:
Device not returned.